Event description:
It was reported that the user experienced a low blood glucose event around 55 mg/dl after announcing a meal while using the ilet, with the user historically announcing fewer meals due to prior lows and reporting a broken ilet that will be replaced. Symptoms included sweating, shaking, and weakness. Outcomes included a low glucose alert from the device and resolution with oral glucose, with no hospitalization. Investigation included troubleshooting and education regarding meal announcements and dietary context, including prior ketogenic diet use and planned reinitiation. Investigation of this case revealed that the specific cause of hypoglycemia was unclear, with contributing factors possibly including meal announcement practices and dietary variability, and no definitive device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.